Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- due to breakage of light guide bundle, no illumination is obtained and foreign objects inside air water cylinder and tube, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the scope to the service center for an inadequate processing. During the device analysis, the service center technician indicates that a no illumination and foreign objects inside air water cylinder and tube was found. There was no patient involvement.